Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the lletz loop broke during the surgery. Nothing fell into the patient cavity. There was no patient injury. The staff opened another loop and continued the procedure.